Manufacturer narrative:
Correction:

Event description:
The customer reported that prior to a case, it was observed that the compartment that holds the battery is broken or cracked; this poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to a procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The customer reported that prior to a case, it was observed that the compartment that holds the battery is broken or cracked; this poses the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred prior to a procedure at the user facility, there was no patient involvement and no delay to a surgical procedure.